Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a right ventricular intrinsic amplitude out of range. Also, the presenting electrogram showed what appears to be possible loss of capture (loc). According to the field representative, no corrective actions were completed as the observed deflection appears to be a t wave. The rv lead remains in service. According to the field representative, the threshold was high, so the physician decided to instead put a longer longevity device instead of putting patient through a more difficult procedure and did not want to come back in just a few years. The pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed a right ventricular intrinsic amplitude out of range. Also, the presenting electrogram showed what appears to be possible loss of capture (loc). According to the field representative, no corrective actions were completed as the observed deflection appears to be a t wave. The rv lead remains in service. According to the field representative, the threshold was high, so the physician decided to instead put a longer longevity device instead of putting patient through a more difficult procedure and did not want to come back in just a few years. The pacemaker has been explanted and returned for analysis. No additional adverse patient effects were reported.